Event description:
Allegedly, recent hip revision due to infection. Products implanted during revision surgery: product: pha06264 acetabular cup "procotyl® l", lot: 1979369, qty: 1. Product: pha04660 rim-lock "a-class®" acetabular, lot: 1949753 qty: 1. Product: pha04412 femoral head biolox delta, lot: 1884368 qty: 1. Australia-c24-515.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.